Manufacturer narrative:
Concomitant medical products: vanguard fem pegs set 2, catalog # 183099, lot # 611020; van ps open intl fem-rt 62.5, catalog # 183106, lot # 833000; series a pat std 31 3 peg, catalog # 184764, lot # 596500; osc fan blade s2k hub, catalog # 506096, lot # 952033. This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch.

Manufacturer narrative:
(B)(4). Concomitant medical products: biomet cc cruciate tray cat#: 141232, lot#: j3563876. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-11301.

Event description:
It was reported that the patient underwent revision after total knee arthroplasty due to tibial loosening. Small holes were seen on the explanted bearing.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. There are no allegations of failure of the device and the initial report was submitted in error.